Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of definitive implant distal end of cup introducer sheared off. Another identical instrument provided to surgeon to impact liner. Broken part of instrument collected. No delay or adverse event.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A previous investigation for this failure was conducted by metallurgy and found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Left total hip arthroplasty. During impaction of definitive implant distal end of cup introducer sheared off. Surgeon happy with stability of cup. Another identical instrument provided to surgeon to impact liner. Broken part of instrument collected. No delay or adverse event. Photos of damaged instrument available. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.